Event description:
It was reported that the patient was having issues of dizziness and potential cardiac issues. Cardiac work up was performed; however, no issues were observed. Device was reported to be okay by system diagnostics. No additional relevant information has been received.